Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, a broken shell, and openings. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification, and openings striated. Based on the device analysis the final assessment is a sharp broken on the posterior due to an unidentified (tear) opening, and a striated edge opening on the anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is possible rupture.

Event description:
Healthcare professional reported a left side "possible" rupture. Device remains implanted.